Manufacturer narrative:
Clinical investigation: a probable temporal relationship exists between therapy utilizing the liberty cycler, liberty cycler set and the patient¿s adverse event of peritonitis. The etiology of the patient¿s peritonitis is unknown, therefore causality cannot be determined. Based on the information available at the time of this clinical investigation, there is no evidence or documentation indicating the liberty cycler in any way caused or contributed to the event of peritonitis. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient with end stage renal disease on continuous cyclic peritoneal dialysis for renal replacement therapy experienced extended drain times. A similar event occurred when the patient previously experienced an episode of peritonitis (date and details unknown). Additional information was solicited, but unavailable.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.